Event description:
Midline was causing patient pain, care team dc'd (discontinued) midline. Midline removed and the catheter tip was retained in the patient's arm. Tubular opacity in the right distal arm as detailed likely correlating with retained catheter fragment. Otherwise unchanged appearance of the chest compared to prior study.